Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer tested 16.9 mmol/l on the mobile system at 20:08. Customer injected lantus and actrapid and she went to bed at 21:30. Customer awoke at 22:45 with low blood glucose symptoms; customer's mother treated her with glucagen and paramedics were called at approximately 22:55. Customer tested 6.6 mmol/l on the paramedic's meter and hi (greater than 33.3 mmol/l) on the mobile system within 10 minutes. Customer's low blood glucose symptoms improved. Requested return of suspect device.